Event description:
Reporter indicated via literature, a vns therapy pt experienced an infection at the generator site and underwent explant surgery. Cultures were positive for s. Aureus. The pt presented with erythema and drainage and was treated with ceph, and po ac. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Ellen lr, et. Al. "Management of vagal nerve stimulator infections: do they need to be removed.?" J neurosurg pediatrics 3, 73-78, 2009.